Event description:
The nurse of a (B)(6) female pt called zoll customer support to report that the pt's battery charger/model was not working. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (charger not working) was confirmed. Upon investigation current controlling transistor q1 was thermally damaged, which caused the reported problem. The root cause of the thermal damage to q1 could not be positively identified. No adverse event resulted from the thermally damaged q1 transistor. The pt was issued a replacement battery charger/modem.